Manufacturer narrative:
The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. The function of the critical battery alarm is to indicate that there is limited battery time remaining on the battery and will require a battery exchange. The redundant power source will continue to supply power to the vad. The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the receiving manufacturing records confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed four critical battery alarms involving (B)(4). In each instance, the battery went from a high relative state of charge (rsoc) to 0% rsoc and back to previous rsoc values. This is indicative of a communication error between the controller and battery. Heartware has opened an internal investigation to address communication errors. Failure analysis of the returned battery revealed that the device passed visual examination but failed functional testing due to faulty cell pair. The faulty cell finding did not contribute to the reported critical battery alarms. An internal investigation has been opened by the supplier to address soldering and wire thinning in panasonic battery packs. The most likely root cause of the reported event can be attributed to a communication error between the controller and battery. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. The function of the critical battery alarm is to indicate that there is limited battery time remaining on the battery and will require a battery exchange. The redundant power source will continue to supply power to the vad. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient's battery induced a "critical battery alarm" during integration. The battery was exchanged successfully with no reported patient impact or consequences.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.